Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the indication for the surgical procedure? Can you clarify the surgical site and organ that was removed? What tissue layer was the suture used on? What was the condition of the tissue (weak, healthy, diseased)? What muscle was needle retained in? What size of needle piece was trapped in muscle? Were the needle pieces removed from the patient? Were the needle pieces removed on the same day? Do you have the needle pieces for evaluation? What is the current condition of the child? Was post op care altered due to extended time or additional anesthesia?

Event description:
It was reported that a patient underwent amygdalectomy procedure on (B)(6) 2017 and suture was used. During the procedure, the needle was lost from suture and trapped in the muscle plan. It was reported that an additional procedure was performed to extract the needle piece. Additional information has been requested.

Manufacturer narrative:
Corrected information.

Manufacturer narrative:
Additional information was requested and the following was obtained: ¿ what was the indication for the surgical procedure? Amygdaline hypertrophy ¿ can you clarify the surgical site and organ that was removed? Tonsil bed and the organ was removed was the tonsil ¿ what tissue layer was the suture used on? In the muscular plane of the tonsil bed ¿ what was the condition of the tissue (weak, healthy, diseased)? Was used in healthy tissue ¿ what muscle was needle retained in? The needle was found in the side wall of the tonsil bed, they had to raise the pharyngeal flap in order to find the needle with risk of injury to the adjacent vessels, such as the carotid artery. ¿ what size of needle piece was trapped in muscle? Half of the needle, the tip ¿ were the needle pieces removed from the patient? Yes the needle was found after half an hour ¿ were the needle pieces removed on the same day? Yes, the needle part was removed that same day ¿ do you have the needle pieces for evaluation? No they don¿t have, the needle was discarded ¿ what is the current condition of the child? The patient is fully recovered ¿ was post op care altered due to extended time or additional anesthesia? The child was left in observation for five hours and the normal is two hours and also the surgical procedure was prolonged for an hour more than normal and required the entrance of a pediatric surgeon to find and extract the needle